Manufacturer narrative:
Field service evaluation: a carefusion field service representative (fsr) went onsite to evaluate the device. The fsr determined that the gas delivery engine (gde) required replacing. The gde was replaced and it resolved the customer's reported issue. The device was tested and it is operating to service specifications.

Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. Waiting for fsr to finish investigation. (B)(4).

Event description:
The customer reported the unit displayed circuit occlusion and circuit disconnect audible alarm present while using avea ventilator. The customer stated the unit was on a patient during use; the patient was removed from the unit and placed on another unit with no patient harm. Field service representative (fsr) was dispatched for evaluation/repair. The customer is currently waiting for evaluation/repair.